Manufacturer narrative:
The date of event (b3) and the implant date (d6a) were estimated as the first day of the month of the bsc aware date, as the actual dates were not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device issues occurred and surgical intervention was required. A 3.00 x 32mm synergy xd was selected for use during percutaneous coronary intervention. The device was prepped with saline instead of contrast. The stent was deployed, and the balloon was inflated and deflation was attempted; however, due to the absence of contrast, visualization of balloon deflation was not possible. Upon attempted removal, the device became stuck and the shaft kinked and snapped, leaving a segment in the patient. The physician attempted to remove the device fragment using a snare but was unsuccessful. The patient was then transferred for surgical intervention to remove the retained device component. The patient experienced a stroke due to embolic shower and was admitted to the hospital.